Event description:
The hospital reported that the aisys anesthesia machine did not switch to battery backup when the power cord was disconnected. There was reportedly no audio alarm. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.